Manufacturer narrative:
From the picture it appears to be a "cuff deflated after inflation." No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cuffed, spiral-flex 8.0), lot #01m1200144 manufactured on 12/11/2012. The DHR investigation did not show issues related to complaint. A document assesment (fmea) was conducted and no changes were required. From the picture it appears to be a "cuff deflated after inflation" complaint which can not be confirmed; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. If the device sample become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the cuff deflated as soon as it was inflated. This issue was found at the time of the cuff check prior to use.